Event description:
A customer contacted beckman coulter (bec) to report a leak of faint greenish blue fluid on the front center around the sample probe of a coulter lh 780 hematology analyzer. The volume of the leak was described by the customer as 1ml and the source of the leak was unknown. Per customer, the instrument generated sweepflow tank not full errors and the leak happened at shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed the leak was clenz (cleaner) due to a cut piece of tubing on the sweep flow module. The fse replaced the entire sweep flow module which resolved the leak. The fse then performed two shutdowns and startups with no further leaks observed. The cause of the leak is attributed to cut tubing in the sweep flow module. The instrument generated sweep flow tank not full errors thereby alerting the operator to an instrument problem. (B)(4).